Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Correction: section a4: during processing of this incident, further information regarding weight was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131652. It was reported to abbott, a patient was unable to place their ipg in MRI mode. A lead diagnostic showed high impedance. The lead was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the device was unable to enter MRI mode. It was reported that lead diagnostics showed that one lead (contact 1-8) had high impedances. Surgical intervention may be undertaken to address this issue.